Event description:
It was reported that the pt is experiencing decrease is performance with the internal device. Device testing revealed that the device is functioning within normal limits. Programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Pt's device was explanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of patient performance could not be verified during this analysis, which was limited in some respects due to the array being cut prior to receipt. The device passed all of the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on the assessment of the residual gas analysis and dye penetrant data, it is believed that this device was non hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock could only be obtained at certain spacing. The electrode condition prevented some of the electrical tests from being performed. The device failed one of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.